Manufacturer narrative:
Information anticipated but unavailable at this time.

Event description:
It was reported that the device was used during a lobectomy. The site noted that there were issues with the firing trigger and the staples were malformed. Another device was used to complete the case. There was no consequence to the patient.